Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The umbilical hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the umbilical hernia was unknown. It was not reported if the umbilical hernia worsened with peritoneal dialysis therapy. Nineteen days prior to the receipt of this report, the patient underwent an outpatient umbilical hernia surgical repair procedure. Dianeal therapy was ongoing. The patient was recovered from the umbilical hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.